Manufacturer narrative:
The customer was asked to repeat the testing with the instrument and elisa. The samples repeated with no error messages and all samples were nr as initially reported. No service was dispatched and the customer was satisfied with the performance of the instrument.